Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported she met with the representative (rep) and they were able to resolve the issue. She stated she did not know exactly how the rep fixed the problem, but reported that the rep had the instrument cover more across my back.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. The patient reported that her stimulation had been fluctuating on the pulses. She stated the pulses would go real strong and then go back down. The patient reported it was jolting sensation that would make her jump. The patient stated she noticed this when she was sitting down. The patient reported she had been undergoing physical therapy for her neck, left arm, and right leg. She turned the stimulation off. The product specialist discussed with the patient that she had the option to leave the stimulation off until she could follow up with her healthcare professional. The representative (rep) stated the patient was experiencing a surging sensation when she was sitting down charging. The caller reported the patient felt the surging several times per session and it had gotten worse since the end of september. The caller stated the electrode impedances ranged from 700-1100 even when checking different reference electrodes. The patient did not experience symptoms when the implantable neurostimulator (ins) was off. The patient¿s settings were 6.8v, 600 pw, 40 rate. The caller palpated the system with the stimulation on and the patient didn¿t feel any changes in the sensation. The caller stated that the patient charges in a ¿stress chair¿ which is curved and leans back a little. It was recommended the patient try charging in a different chair. It was also suggested x-rays be done to ensure the leads were in the correct position. A troubleshooting session was performed. No issues were found and they were able to replicate positional changes with the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.